Event description:
The reporter stated that while testing a patient using the coaguchek xs meter (serial number (B)(4)) a result of 2.3 inr was obtained at 9:42 am. At 11:55 am the patient was retested and a result of >8.0 inr was obtained. A third test at 12 noon produced a result of 6.8 inr. The reporter stated that a new finger was used for each test. The reporter stated that after all of these readings the patient was sent to the laboratory for a blood draw. The laboratory result is not known. It was reported that there was no change in the patient's coumadin. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or on any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. The patient has not had any diet change or additional medications added recently. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206198) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. The customer did not return the strips.